Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked. Visual and microscopic inspection revealed the imaging window was twisted. Impedance test shows an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis on 03-apr-2024. It was reported that visualization issues occurred. An opticross hd catheter was used for ultrasound examination of the target lesion. During preparation it was noted that the images were dark. The device was flushed again and re-connected. The procedure was completed via alternative method. No patient complications were reported. However, device analysis revealed the imaging window was twisted.